Event description:
The reported description notes that a "speaker malfunction" message was shown on the monitor's display when the main board of the monitor was exchanged. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that a "speaker malfunction" message was shown on the monitor's display when the monitor's main board was exchanged. Risk analysis - although there is no pt involvement, should this message occur during pt monitoring, serious pt harm/injury is possible should the audio function of the monitor be impaired. It is unk whether any sound was being produced by the monitor when the error message was produced. Info was not provided to identify the monitor's audio function, therefore we will consider (based on the error message reported by the monitor) that there was no audio available. Root cause - it appears that the root cause of the speaker malfunction is associated with a hardware failure of the monitor's main board. A new main board was ordered for replacement in the bedside monitor. The device labeling (IFU) warns against sole reliance on audible alarming. Consideration of this complaint and similar complaints supports that there are no design, mfg, materials, or labeling problems. No further investigation or action is warranted.